Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The customer was not using the insulin pump at the time of his admission. It was stated that the insulin pump was stored without a battery for several hours. Assisted the nurse in viewing the basal rates. I was stated that the doctor tried to program a bolus in the insulin pump and was unsuccessful. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.